Manufacturer narrative:
The reporter clarified these lot numbers 60242408, 60245409, 60233843, 60242406, 60236628, 60232920, 60238838, 60242407, 60242405, 60239977, 60239979, 60245747 and 60241148 were potentially associated with this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed inside an unknown quantity of exactamix 250 ml eva tpn bags after filling. Magnified inspection by the customer "believe it to be material from the port cap seam being sheared off when capping the port after filling". There was no patient involvement. No additional information is available.